Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient was admitted to the department of neurosurgery for cerebral hemorrhage. 8 days after tracheotomy, the patient developed active and heavy bleeding in the airway and was transferred to the intensive care department after examination by the attending physician. After treatment, the patient's condition was stable and was transferred back to neurosurgery. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.